Event description:
Reference number (B)(4). Event occurred in slovakia. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The site of detachment was at quick release. The infusion set was in use for 12 hours. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - slovakia.